Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2007149. Medical device expiration date: 31dec2026. Device manufacture date: 07jan2022. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: customer claims they had issues with two additional lots.

Manufacturer narrative:
H6: investigation summary: it was reported the customer was having issues with additional lots. As a sample was not returned, a thorough sample investigation could not be completed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided material number 305916, lot numbers 2007149 and 2003405. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 2007149 and 2003405 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: customer claims they had issues with two additional lots.